Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the  surgery, when serving s6 segment vein of the right lung, after fired, the surgeon noted oozing and some staples malformed.  To stop oozing with clip. Suture was used to oversew. There was no patient consequence reported.